Manufacturer narrative:
The device has been received by depuy synthes power tools. The investigation is still in process. When the investigation has been completed or add'l info becomes available, a supplemental report will be submitted.

Event description:
Report received from USA stating that the device was hot upon use. It is known that the device was not used in surgery. It is unk if there was any pt or user injury.